Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 74-year-old female patient presenting with cardiomyopathy, scai stage d shock, on multiple inotropes, vasopressors, and ventilator support prior to initiation of support. While in the cardiovascular intensive care unit (cvicu), the impella cp was explanted with escalation to impella 5.5 and extracorporeal membrane oxygenation (ECMO). The device functioned at p-4 at 1.1 l/min with no issues. The patient was continued on multiple inotropes and vasopressors and ventilator support. The patient subsequently experienced a gastrointestinal bleed (gi) with hemoglobin of 9.6 (previously 13.6 pre-impella) necessitating blood transfusion. The post-procedure outcome is survived at explant. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Investigation summary major bleed/ppae: the cause of the injury was not determined due to insufficient clinical details.